Event description:
Customer reported the spectrum monitor shut down, which may have affected pt monitoring. No pt injury was reported.

Manufacturer narrative:
Company representative evaluated the unit and found a leaking liquid inside the display and damaged motherboard. Corrections included replacements of the unit's display motherboard.